Event description:
Original pacemaker implantation for chb in 1983. Pacemaker generator replace in 1990. Patient reports he received a "recall letter" (hb error) from the company re: his pacemaker but took no action. Admitted to montrose memorial hospital through the emergency department at 2100 hours on 1/11/92 with syncope episodes. Telemetry revealed chb and asystole from pacemaker failure treatment included placement of a temporary transvenous pacemaker on 1/12/92. Replacement of pulse generator occurred on 1/13/92.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.